Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg site was causing her discomfort. The physician moved the ipg from the right buttock to the pt's left flank. Since the ipg was relocated, the pt is doing well.